Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure resistance removing a catheter occurred. The target lesion was located in the left iliac artery (lia). A 10 x 69 x 75 wallstent rp endoprosthesis stent was successfully implanted at the target lesion. During withdrawal of the wallstent rp stent delivery system (sds) resistance was encountered between the sds and a non bsc guide wire. The procedure was completed with this device. No patient complications were reported and the patient's status is listed as stable.

Event description:
It was further reported that although severe resistance was encountered during withdrawal of the wallstent rp stent delivery system (sds), no device entrapment or frozen on the non bsc guide wire occurred. The sds was successfully removed while the non bcs guide wire remained in place. In addition, the implanted wallstent remained well positioned and well apposed to the vessel wall. This complaint would not be considered a reportable event.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).